Manufacturer narrative:
Device received with intermittent button response due to flattened esc, up and down button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device passed self test. Device received with minor scratched lcd window, cracked lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was failed to respond and dents and hairline fractures around the buttons. The customer blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had scratches on the display screen and also receive no delivery alarm more than 2 times. The insulin pump will not be returned for analysis.